Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 06feb2019. This report was filed in error. Refer to MFR# 2031642-2019-00720. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The FDA registration number used in the initial report was incorrect. Reference manufacturers report # 2031642-2019-0072. Philips field service engineer (fse) confirmed the reported issue and replaced the air/exhalation flow sensor to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports timer/24v failure (ec 1014). No patient/user harm reported. Event date not specified; estimate used.